Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor communication error alarm after inserting the battery. Customer's blood glucose was 308 mg/dl. During troubleshooting, customer reported the device alarmed an off no power alarm. Customer reported the device alarmed a low battery alert prior the off no power in less than 24 hours. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed displacement test and self test. No unexpected low battery or off no power alarms noted. No a39 alarm noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.